Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room experiencing dizziness. Upon interrogation, the right ventricular lead exhibited high thresholds and loss of capture. A chest x-ray revealed that the lead had dislodged slightly. The lead was explanted and replaced. The patient was fine post procedure.